Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the posterior side with non-penetrating nicks assessed, as to surgical impact (shell thickness was within specification). Also has observed, a smooth opening in the anterior side assessed, to a smooth opening. Additional observations: crease flat observed, in the device. Wear abrasion observed, in the device.

Event description:
Explanting physician reported, rupture. Diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.